Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced bent or damaged infusion set with blood glucose level of 260 mg/dl and the infusion had been used for one day. No further information available.